Manufacturer narrative:
The lot number manufacture and expiration date were provided. Expiration date: february 01, 2012 approximate age of device: 2 monthsmanufacture date: september 10, 2010a device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device we are unable to complete an investigation of the reported event.

Event description:
It was reported that the thermistor was defective, indicating incorrect temperature readings. There were no patient complications reported.